Event description:
It was reported that the device failed accuracy (B)(4). There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 7/8/2025. Received one device. Confirmed customer complaint of, fails accuracy. Through accuracy test, hitting 22.3 ml. Replaced motor, updated software, and performed downstream occlusion sensor (dso)/upstream occlusion sensor (uso) calibration. Validated repair through accuracy test, hitting 22. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.